Event description:
It was reported the user experienced a hyperglycemia event, with a confirmed blood glucose reading of 305 mg/dl. Earlier that afternoon, the user completed a sensor re-link and was in the initialization phase of the system, during which they entered their second calibration reading. As a result, sensor glucose (sg) values were not yet available at the time of the event, and no high glucose alerts were triggered. The display of sensor data resumed after initialization completed, at which point the system recorded an sg of 294 mg/dl and generated a high glucose alert. The user managed the hyperglycemic event independently by administering insulin and did not seek medical treatment. Their healthcare provider was not initially informed of the event, though the user was advised to follow up for further medical guidance. A review of device management system (dms) data confirmed that the system is currently functioning and up to date.

Manufacturer narrative:
The system was in the initialization phase at the time of event. Upon completion of initialization and resumption of sensor glucose readings, a high glucose alert was triggered. No system malfunction was identified; therefore, no further investigation was required.